Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure, the old implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out-of-range shock impedance measurements. The physician performed a shock test at 21j and the impedance measurements were still higher but within range. All other pacing and sensing measurements were within acceptable parameters. The physician decided not to make any changes to the rv lead and the patient will be followed on latitude. The new device was successfully implanted and remains in service together with the lead. Additional information indicates that the new device and lead continued to exhibit high, out-of-range shock impedances. No adverse patient effects were reported.